Event description:
It was reported that the patient was not getting stimulation in the legs and thighs. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.